Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-06673 for the associated device. It was reported to boston scientific corporation that an uphold vaginal support system and an advantage fit system were used during a cystoscopy, mid-urethral sling placement, vaginal colpopexy, anterior and posterior repair with mesh insertion procedures performed on (B)(6) 2009 to treat a patient with uterovaginal prolapse and stress urinary incontinence. The patient was taken to the post-anesthesia care unit in stable condition. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2009, implant procedure date, as no event date was reported. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6). (B)(4).